Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient experienced pelvic and vaginal discomfort and pressure, vaginal discharge, frequency and urgency of urination, recurrent stress urinary incontinence and pelvic organ prolapse and erosion. The removal of the vaginal mesh and rectus fascia were performed.